Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link luer activated device leaked from the gland. This occurred during a non-baxter "syringe leak test" of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A video sample was received for evaluation. A leak was observed coming from the bonded connection of the onelink connector. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.